Event description:
It was reported on (B)(6) 2015 that this patient had high impedance >10,000 ohms. The physician chose not to replace since the patient is still getting stimulation. The likely cause of the high impedance is a lead fracture.